Manufacturer narrative:
Log file analysis was performed. The device passed anatomical verification before proceeding with the case. Post operative scans could not be obtained therefore lost of accuracy could not be confirmed.

Event description:
After a guided procedure and post-operative assessment, it was found that the implant placement compromised the buccal wall. The surgeon removed the implant, the site was grafted, and patient was scheduled to come back another day and re do the implant placement.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.